Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: (B)(4) implantable pulse generator (ipg) implanted: 2012 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: a proximal portion of the lead was returned. Visual analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable pulse generator (ipg) system was returned from hospital pathology for disposal. Information identified in the paperwork indicated the patient died approximately 6 months post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.